Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro is currently not commercially available in the us. The product code and the PMA# is based on the predicate device (xience v) and is therefore similar to a device sold in the us. There was no reported device malfunction and the product was not returned. The reported patient effects of dissection and myocardial infarction, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that a xience pro stent was implanted in the ostium of a distal left main (lm)/proximal left anterior descending artery (lad) and during the procedure, a dissection occurred. Another xience prime stent was implanted and post-dilatation was done as treatment. The next day, the patient had elevated cardiac enzymes and was diagnosed with a myocardial infarction (mi). There was no treatment provided for the mi and the event is listed as resolved without further adverse patient sequela the same day and the patient was discharged the same day. There was no additional information provided.